Event description:
The previously reported revision that took place approximately 1.5 years prior to current event will now be reported in mfg. Report # 3004209178-2013-04766.

Event description:
The patient's catheter failed 1-1/2 years ago, and a revision was done. In (B)(6) 2012, there was an acute change in symptoms. The patient's legs and arms started a 'seizure-like tremoring' that resembled withdrawal symptoms. It was reported that the physicians vary in what they believe was going on. A test was done where they 'could not get flow.' A nuclear dye study test was then done. The baclofen was 'upped' a quarter three weeks ago, and there had been no change in symptoms. Per caller, the hcp believed the pump was working. The physician had been called three times but no one had called back. New side effects started 3-4 weeks ago where there was tingling on the patient's right side. The family member also stated that the patient had a 'support thing' for the right foot and it was bloody when they took it off recently. The pump was delivering baclofen. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), product type catheter; product ID 8709sc, serial# (B)(4), product type catheter; product ID 8590-9, lot# n172034, implanted: (B)(6) 2009, product type accessory; product ID 8590-8, lot# n198828, implanted: (B)(6) 2009, product type accessory; (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received. It was reported that the patient's pump and catheter were replaced in her prior surgery. It was reported that two dyes studies had been performed, but both came back inconclusive. There was cerebrospinal fluid backflow, but not enough dye was showing up in the intrathecal space. It was noted that the dye wasn't leaking anywhere either. It was reported that the patient had been getting less than 50% therapy relief, return of spasms, and had increased spasticity. Prior to surgery, a single bolus was given to the patient and she did respond. Also, a lumbar puncture of baclofen was performed and it resulted in positive therapy. It was noted that the patient had two or three other revisions, but the reason for which wasn't specified. The reporter stated, the patient hadn't been "getting the same release" as before, but there had been no volume discrepancies at refill. The drug used in this system was lioresal. No further information was available at the time of this report. A follow-up report will be made if additional information becomes available.

Manufacturer narrative:
Product ID, 8709sc serial# (B)(4), implanted: 2011 (B)(6), explanted: 2012 (B)(6), product type catheter product ID, 8709sc serial# (B)(4), implanted: 2009 (B)(6), product type catheter. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
Analysis of the pump revealed no anomalies. The pump passed all non-destructive lab testing. There was a motor stall and recovery seen in the logs. After doing destructive analysis, the technician found nothing significant that may have caused the motor stall. Many factors can cause a synchromed ii motor to stall; electromagnetic interference and magnets. The catheter was returned in two segments. Analysis of the catheter under microscopic inspection revealed an indent and/or circular coring in the bottom of the cup of the suture less (sc) connector of segment 1. This was consistent with the inner diameter of the tip of the outlet port of the pump. There was no leak seen from the sc connector during pressure testing in the lab and the event information did not mention any leak. In addition, no occlusions were seen during lab testing.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.